Event description:
In 2004, two gore excluder bifurcated endoprosthesis contralateral leg components were implanted. Six days later, a gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component was implanted. Further investigation is pending.